Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va005rs, implanted: (B)(6) 2012, product type lead. (B)(4). Analysis result of ins ((B)(4)) revealed no anomalies just battery was not in new condition and analysis result of lead (va005rs) revealed no anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va005rs, implanted: (B)(6) 2012, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the patient elected for removal of the device due to pain and device not helping for the patient¿s symptoms. The device was explanted on (B)(6) 2016 and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.